Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Blood glucose was not impacted. Customer loaded a new cartridge to address the issue.